Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2010 due to metallosis and pseudotumors. The acetabular cup and modular head were removed and replaced with a competitor acetabular components and biomet modular head.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01360 / 01361).

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2005. A subsequent revision of the cup was performed (B)(6) 2010 due to unknown metal complications. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."